Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an insulin flow blocked alarm during prime. The customer¿s blood glucose was unknown. The customer states they are unable to exit the "load reservoir" process. The customer declined troubleshoot for insulin flow blocked and pump will be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The reservoir will not be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No insulin flow blocked alarms or prime/fill anomalies noted during testing. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.